Manufacturer narrative:
Customer returned insulin pump for an alleged cosmetic damage located at the belt clip rails and exposure to moisture found on (B)(6) 2021. The insulin pump was received with a missing reservoir tube o-ring, a missing retainer and a broken belt clip rails. The insulin pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. The insulin pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba 1 due to severely corroded pcba 1. Severe corrosion was also found on the battery tube, pcba 2, force sensor, motor and vibrator assembly noted. Pcba 2 was cleaned using isopropyl alcohol and swapped out with a working test pcba 1, case, internal battery and motor. Using the battery simulator, the pump was still unable to power up. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to severely corroded pcba 1. Unable to lock a test p-cap into the reservoir compartment due to missing reservoir tube o-ring and a missing retainer. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. A missing reservoir tube o-ring and a missing retainer were confirmed. Cosmetic damage was confirmed at the belt clip rails. Unable to download history files and traces using thus due to blank display. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to severely corroded pcba 1. During visual inspection, corrosion was also found on the battery tube, pcba 2, force sensor, motor and vibrator assembly noted. The insulin pump exposed to moisture was confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that moisture damage to the insulin pump. Customer confirmed that there was water inside the battery compartment. Customer conformed that there was physical damage to the clip rails. The insulin pump was returned for analysis.